Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. Upon examination, it was noted that there was noise on the right atrial (ra) lead the physician performed isometric testing on the patient and atrial lead noise was not reproduced. Programming changes were made to the lead. There were no adverse consequences to the patient.